Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patients connector pin was bent and therefore the implantable neurostimulator recharger (insr) was not powering on or recharging itself. Therefore, they were unable to recharge their implantable neurostimulator (ins). They explained that they have to wiggle the cord and sometimes they can get the recharger to work. The patient explained this had been occurring for about three months. There were no symptoms reported to have occurred with this event. Additional information received from the patient reported that the implantable neurostimulator (ins) recharger was not communicating with the ins. It was noted that the patient had not recharged in about 3 months. The patient was advised to follow up with their healthcare provider for a trickle charge. No symptoms were reported.